Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that on (B)(6) 2019, post left upper lobe tracheobronchial stent placement procedure, the patient was doing fine. On (B)(6) 2019, the patient's oxygen saturations dropped significantly. The patient was transferred to ICU and administered oxygen via high flow nasal cannula consequently correcting the patient's low o2 saturation event. The physician was suspicious of a possible tracheal bronchial airway obstruction, so the patient was transferred to a surgical procedure room for verification. The stent was obstructed with mucous secretions, so the tracheobronchial stent was removed by the physician. The stent removal procedure was considered unremarkable by the physician. The patient was transferred back to ICU still intubated for recovery.